Event description:
The user stated they had creatinine results for several patient samples that recovered high on the cobas 6000 analyzer (B) (4). When repeated on the site's second cobas 6000 analyzer (B) (4), the results did not match the original. Of the data provided, the results for 6 samples were discrepant. All results are in mg/dl. Sample 1 initial result was 11.5, repeat result was 0.8. Sample 2, female, (B) (6), initial result was 9.7, repeat result was 0.67. Sample 3, female, (B) (6), initial result was 9.1, repeat result was 0.59. Sample 4, female, (B) (6), initial result was 10.4, repeat result was 0.8. Sample 5, female, (B) (6), initial result was 12.8, repeat result was 0.9. Sample 6 initial result was 13.5, repeat result was 0.97. The erroneous results were reported. The user stated they did not have information concerning whether the patients involved were admitted to the hospital, received treatment, had treatment altered or withheld, or suffered any effects as a result of the erroneous results. The reagent lot number was 61901301. The field service representative determined the cause was an intermittent valve failure. He replaced the av2 valve assembly and optimized the system. To verify the analyzer operation, the user ran quality controls, verified patient reproducibility and all checks passed in accordance with their established specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.